Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- corrected to 2183. The device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. The device was returned inside the sealed product packaging. The seal was observed in the loading device window. There were no visual defects observed on the seal. No measurements were taken due to the device inside the unopened product packaging. Based on the returned condition of the device as well the reported details, the reported failure "fitting problem" was not confirmed. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the unspecified reported failure.

Event description:
N/a.

Event description:
Related to 704545, 704535 and 704530 & 705168 the hospital refused to use the product due to lot # issues.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.